Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that patient's implantable cardioverter defibrillator provided inappropriate therapy due to incorrect interpretation of supraventricular tachycardia. Programming changes were performed. The patient was in stable condition.